Manufacturer narrative:
The event is currently under investigation.

Event description:
During insertion of stent into ureter/kidney via bladder, the stent was placed over the wire as per normal and as the wire was coming out the other end a curled piece of green plastic came out of the lumen of the stent. This piece of plastic had been inside the stent and was pushed out by the wire external to the patient. After this, the positioner was then put over the wire and the stent was placed as per usual. Only the stent was left inside the patient as per normal and no additional procedures or equipment was required. A part from the successfully deployed stent, no part of the device remained inside the patient. According to the initial reporter , the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specification and visual inspection of the returned device was conducted during the investigation. Visual examination of the returned device showed a green piece of plastic material and the suture thread. The green plastic was used as beading material when the stent was side ported. All stents were "wired" post porting confirming no obstructions. Beading material remaining in the stent post porting would be ejected from a stent during the wiring process. Review of production and quality documentation did not reveal any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record did not reveal non-conformance¿s that would have contributed to this incident. Based on the provided information, no conclusion can be drawn hence the root cause is unknown. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.